Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. The patient claimed that all the keypad buttons are eliciting either an over response with unwanted scrolling or cancelling bolus at interval. In addition, there is at times a delay in the response. The issue was not resolved with training. There was no evidence of product misuse. The product is being returned for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
The product was returned to animas for evaluation. The results of the investigation were as noted: testing confirmed intermittent responses to button presses on the keypad. Multiple button presses requiring increased force are required before the buttons will engage. Confirmed sticking buttons are producing scrolling action. The buttons do not have normal spring back or click. Contamination was present under the contacts of all buttons. Confirmed display is faded and discolored upon start up and difficult to read. Test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration when the display was replaced with a test display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.